Manufacturer narrative:
A software analysis was performed. Analysis determined that because the issue was resolved by reconnecting the cable, it was determined that this was a hardware connection issue with pacs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was noted that the representative was able to troubleshoot to fix the problem by plugging into the pacs port, unplugging, and then patients could be pulled. The system was found to perform as intended and passed a system checkout. Other relevant device(s) are: product ID: 9735737, serial/lot #: version: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the manufacturing representative was trying to download exams from electronic picture archiving and communication systems (pacs) but was unable to. It was noted that the site typically downloads via wi-fi but that did not work and the manufacturing representative switched to ethernet connection. It was noted that in both cases the system would query, but when trying to download it would sit at 0% and say "receiving digital intercommunication of medicine (dicom)" in the corner of the screen, but would not go further than that. The issue was not due to just one exam, and was determined to not have anything to do with pacs or ip addresses. There was no patient involved.